Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a case of particulate matter in a cryocyte bag. As in all cases of foreign particulate matter in a cryocyte bag, there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. (B)(6). A follow-up will be submitted upon receipt and evaluation of sample.

Event description:
Customer called stating that there was a piece of plastic inside one of the bags. There was blood going in so, she had to get rid of the product. Additional information received from customer on 09-mar-10: customer stated that they noticed the particle right after infusion into the patient. As the patient was just treated a week ago, they do not yet have the results of the engraftment. They sent the product out for sterility testing. The results have not come back yet. Additional information received from customer on 10-mar-10: customer stated that the cultures had no growth.